Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during manufacturing. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. All information available to the manufacturer at this time has been submitted.

Manufacturer narrative:
(B)(4). All information available to the manufacturer at this time has been reported.

Event description:
It was reported by a family member that a patient on continuous cycling peritoneal dialysis (ccpd) using a fresenius liberty cycler experienced congestive heart failure and was hospitalized on (B)(6) 2016. In addition, it was noted the family member did not believe the patient had any history of heart conditions prior to the hospitalization. The patient was discharged from the hospital on (B)(6) 2016 and performed peritoneal dialysis treatments in their house. Additional information was requested from the patient's nurse but was not received.